Event description:
Patient was implanted with the nalu pns system on (B)(6) 2022. On (B)(6) 2022 the patient presented with one implanted lead partially pulled out through the surgical incision. Nalu representative was notified on (B)(6) 2022 of the scheduled explant procedure that was performed on (B)(6) 2022. There was no failure of the nalu system and the patient reported doing well with pain relief prior to the lead exposure.